Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device is not expected to return. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause of the reported failure is use error.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-4095s multi-shot set hub broke off the drill. This was discovered during an ocd procedure on (B)(6) 2022. The case was completed by using a new set with no patient harm.